Event description:
A dental implant was placed in tooth location #29. Two years later, the patient was experiencing paresthesia. In 2006, the implant was removed from the patient's mouth. On 10/03/2006 - the clinician was contacted. He stated the implant was well osseointegrated for two years. Post operative cat scans taken of the implanted site showed no problem. The patient continued to complain of increased numbness. Therefore, the implant was removed from the implanted sites. After the implant was removed, the paresthesia dissolved. The patient is doing fine with no problem. The patient will be reimplanted after healing.

Manufacturer narrative:
Component was examined and microscopically evaluated at a magnification of 10x. No visible defects were noted. This incident was determined to be out of the scope of the genreal asr reporting parameters. The final decision was to treat this incident as an unusual event (code 66). If additional information becomes available, a follow up report will be provided.